Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has a history of cad. The physician used two resolute onyx drug eluting stents to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the proximal right coronary artery. There were abnormalities reported in relation to anatomy ¿ evidence for an extensive dissection in proximal and mid vessel. There was no damage noted to packaging. There were no issues noted when removing the devices from the hoop. Devices were inspected with no issues. It is reported that sub-acute stent thrombosis occurred 3 days after the stents were implanted. Patient is alive with no injuries.